Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and severely calcified popliteal artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 10 atmospheres. Moreover, a leakage was observed from the distal side of the blade. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.